Event description:
It was reported that the tubing of a clearlink system extension set was discolored and dark particulate matter was observed below the filter closer to the patient site. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G3: the correct aware date was on november 14, 2022. H10: the device was received for evaluation. A visual inspection was performed using the naked eye, which observed a discoloration of the set only. No other defect was observed. The discoloration is a condition where the device tends to change the color from transparent to brown/yellow and the issue is noticed after sterilization. This is a cosmetic defect that does not affect the function of the product and is not likely to cause a serious injury. Therefore, the reported condition of ¿dark particulate matter below the filter¿ was not verified as discoloration does not represent a non-conforming product. Should additional relevant information become available, a supplemental report will be submitted.